Event description:
The customer reported that the screen went blank and would not complete boot up. There is no report of ot injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. A system calibration was performed. The system was then found to be operating as intended.